Event description:
It was reported that the insulin pump had frequently no or intermittent response from all buttons. The caller stated that the insulin pump had not been dropped or exposed to moisture. The customer's blood glucose was 135 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.